Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager (srm) temperature reading shown as 61 degrees, customer stated that refrigerator temperature went to 99 but then went back down after reboot and probe has been replaced 5 times at this station. A field service engineer (fse) confirmed that latch tested good and the probe appeared new. The controller board was removed and replaced, after which the station was rebooted and the temperature immediately dropped to 41 degrees. Dried spillage was observed on the old controller board, indicating a likely cause of the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager reading showed 127d while the refrigerator temperature was at 38d. There were no adverse events or injuries reported based on this event.